Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the leak occurred as a result of a misaligned rinse cup with the probe and the rinse block not draining during the probe wash cycle. The fse aligned the rinse block to the manual probe to resolve the leak and ensure proper drainage of the probe rinse block. The fse also discovered that the shock-absorber was worn out on the compressor and proceeded to replace the pneumatic power supply module as preventative maintenance. Results: failure mode of the leak is attributed to a misaligned rinse cup causing the rinse block to not properly drain during the probe wash cycle. (B)(4).

Event description:
The customer reported approximately less than 2 ml of bloody fluid which had leaked from the bsv (blood sampling valve) while running in manual mode involving the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and glasses at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.